Event description:
It was reported that the patient developed an infection at the ipg site. The physician believed that the patients infection was procedure related. The patient was admitted to the hospital and underwent an ipg explant procedure.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.